Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported the insulin pump stopped working and is making a loud noise. The mother states the customer fell and now the screen is blinking black and white. The customer¿s mother did not complete troubleshooting due to battery being removed and the insulin pump is dead. The customer¿s mother was advised the insulin pump would need to be replaced. The insulin pump will be returned for analysis.